Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) passed away while on the fresenius cycler. There were no reported allegations that the death was related to any issues with the cycler or any other fresenius products. In an additional follow-up call, the patient¿s pd nurse stated the patient was found deceased at approximately noon on (B)(6) 2023. The nurse stated the patient was still connected to the fresenius cycler but that it was unknown if the patient expired during the pd treatment or after it was completed. It was reported that emergency medical services (ems)was called to the patient¿s home. However, the patient did not have any resuscitation efforts and was pronounced deceased still at home. The nurse indicated the patient¿s medical history included end stage renal disease (esrd), diabetes type 2 (on a monitor) and unspecified cardiac comorbidities for which the patient was on a heart monitor and under the care of a cardiologist. Per the nurse, the patient¿s death certificate was not available. However, the nurse indicated the death was suspected to be cardiac related. The nurse reported there were no machine alarms or otherwise untoward events associated with the pd treatment. Additionally, the nurse provided that the patient was completing her pd treatments on the fresenius cycler prior to death without any adverse effects. The nurse indicated the patient¿s death is coincidental with pd treatment on the cycler. However, the cycler is not suspected to have caused the patient¿s death. Rather, the patient¿s death is believed to be from natural causes in the setting of her comorbid conditions. The fresenius cycler was pending return to manufacturer when follow-up was performed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s death. The patient had a past medical history of esrd, diabetes type 2 (on a monitor) and unspecified cardiac comorbidities for which the patient was on a heart monitor and under the care of a cardiologist. Currently, the exact cause of the patient¿s death is unknown and the patient¿s death certificate is not available. However, the patient¿s comorbid conditions are significant risk factors for death and according to the patient¿s pd nurse, the death is suspected to be from natural causes in the setting of these comorbid conditions. At the time this clinical investigation was completed, the cycler was not returned to the manufacturer. It was stated the patient was completing pd treatments on the fresenius cycler without any adverse effects prior to death. Currently, there have been no reported allegations nor is there objective evidence that a liberty select cycler malfunction or product deficiency was associated with the patient¿s death.

Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) passed away while on the fresenius cycler. There were no reported allegations that the death was related to any issues with the cycler or any other fresenius products. In an additional follow-up call, the patient¿s pd nurse stated the patient was found deceased at approximately noon on 10/jan/2023. The nurse stated the patient was still connected to the fresenius cycler but that it was unknown if the patient expired during the pd treatment or after it was completed. It was reported that emergency medical services (ems)was called to the patient¿s home. However, the patient did not have any resuscitation efforts and was pronounced deceased still at home. The nurse indicated the patient¿s medical history included end stage renal disease (esrd), diabetes type 2 (on a monitor) and unspecified cardiac comorbidities for which the patient was on a heart monitor and under the care of a cardiologist. Per the nurse, the patient¿s death certificate was not available. However, the nurse indicated the death was suspected to be cardiac related. The nurse reported there were no machine alarms or otherwise untoward events associated with the pd treatment. Additionally, the nurse provided that the patient was completing her pd treatments on the fresenius cycler prior to death without any adverse effects. The nurse indicated the patient¿s death is coincidental with pd treatment on the cycler. However, the cycler is not suspected to have caused the patient¿s death. Rather, the patient¿s death is believed to be from natural causes in the setting of her comorbid conditions. The fresenius cycler was pending return to manufacturer when follow-up was performed.